Manufacturer narrative:
The insulin pump powered up properly after battery installation. It was received with operating currents within specification. However, it was monitored and intermittent blank display anomaly was noted due to cold solder joints at lcd board component. No damage on the lcd isolation tape. It was received with all buttons responding properly. No button anomalies were noted. The device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage was found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display and black lines across. The blood glucose at the time of the incident was 85 mg/dl. Troubleshooting was not able to resolve the issue. The customer stated that the display returned but the buttons did not respond and there was an alarm. The device was returned for analysis.